Manufacturer narrative:
Product ID: 97745nt, serial# (B)(6), product type programmer, patient product ID: m943899a, serial# unknown, product type accessory product ID: neu_unknown, serial# unknown, product type unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had been charging their implanted neurostimulator for about an hour, from 12:15 - 1:30, but the battery in their back only got to 30% and the controller battery was down to 50%. Patient said they didn't think the controller was working correctly because it was taking forever to charge the implant. Patient said the issue started like a week or two ago. Patient denied seeing any error codes, and said they would typically charge on excellent quality the whole time, but occasionally they would see it go to good and then it would shift to excellent. Agent walked patient through removing the battery pack and re-inserting the battery and patient confirmed the controller powered on. Patient inspected the controller port and recharger cord, but did not see any damage. Patient then connected recharging antenna and confirmed controller was at 60% and implant was at 30%. Patient stated they did not previously try to reset the controller. The troubleshooting steps that were taken on the call resolved the issue. Agent advised patient to monitor the issue and call back if it persisted. Patient stated they lost recharging belt and clip to hold controller. Agent sent repair requests to replace. Caller called back repeated events that has already been reported. Caller mentioned that they are still having problem with their remote and their implant is not charging properly. Caller mentioned that they started charging again at 2:10pm and after almost 2hrs the implant battery just went form 30% to 60%. The issue was not resolved. A request was sent to repair for controller replacement. Patient called back in stating that the time they received the new controller, they couldn't adjust their stimulation. The patient mentioned they got a message saying settings not available. The patient mentioned they were getting a stimulation however they couldn't adjust it. Patient confirmed that prior getting the new controller the implantable neurostimulator (ins) was reprogram by their manufacturing representative (rep). Agent redirected the patient to healthcare provider (hcp).